Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The index procedure treated the 99% stenosed lesion, located in the severely calcified and moderately tortuous proximal left circumflex (lcx) artery. Treatment consisted of pre-dilation with a 2.5 x 15 mm maverick balloon and the attempted placement of a 3.0 x 16 mm taxus liberte stent, but it did not cross the lesion. The procedure was successfully completed with another 3.0 x 16 mm taxus liberte resulting in a 0% residual stenosis. No pt complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).